Event description:
Subsequent to the initial MDR, additional information was provided on 03/07/2024. It was reported that the patient was in the hospital for more than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was unable to speak but was just gurgling, sweating and then she passed out. There was reportedly a cgm egv at that moment; however, the patient could not recall. The bg result was 31mg/dl and was taken by a nurse. The nurse gave her something like an oral gel like sugar then a glucose gun shot. An ambulance was called and ems gave her an IV. Its noted that the cgm had been removed at this point. The bg was checked; however, the value was unremembered. Upon arrival to the ed the cgm was noted to be inaccurate when the bg was 500 mg/dl and cgm 245 mg/dl after multiple treatments to reveres hypoglycemia. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.